Event description:
The mother reported via phone call that the insulin pump powered off during normal use. The mother stated the issue had been recurring for the past few weeks. It was found the customer would be prompted to rewind and prime after the insulin pump powered off. It was also reported the insulin pump would reset the time after powering off. The mother reported a motor error alarm, signal too low alarm, unexpected alarm, no delivery alarms and battery out limit alarm was present in the alarm history. The customer's blood glucose was over 500 mg/dl. Customer was treated with a manual injection for their blood glucose. The mother also reported the insulin pump passed a self-test during troubleshooting. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm, no a17 alarm, no a21 alarm, no excessive no delivery alarm, no off no power alarm and no battery out limit alarm. The low reservoir alarm functioned properly during our testing. The insulin pump passed displacement, operating currents, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests also, passed the motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.